Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure. The left ventricular lead had a history of high capture thresholds, so the physician elected to cap and replace the lead. The patient did not experience any symptoms.